Event description:
Clinical study. It was reported that after a carotid artery stent placement in-sent restenosis was reported. The target lesion was located in the ostium of the left internal carotid artery with 95% stenosis and was 20 mm long with a 6 mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Residual stenosis was 5%. The patient was discharged the next day. About 368 days post index procedure, the patient was seen for a 12 month follow-up visit. Hospital stroke scale at this time was 0. A required 12-month ultrasound was performed that noted a 50% target lesion stenosis (ostium of the left internal carotid artery. The carotid duplex scan revealed mild stenosis of the left internal carotid artery with velocities of <50% stenosis. Per the core lab ultrasound report the stent was patent. No treatment has been performed for the stenosis as of yet.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.